Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient was sitting on the edge of the mattress and slid off the mattress. The mattress cover is slippery with the bed sheet on top. The patient did not sustain any injuries. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.